Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received a potential false positive result for a patient¿s sample when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6) 2021 they observed a sars-cov-2 negative, influenza a positive, influenza b positive result for a patient¿s sample. The patient¿s same sample was retested on a different platform the cepheid that generated sars-cov-2 negative, influenza a negative, influenza b negative results. Patient sample was collected using avantik viral transport media the customer confirmed there was no allegation of harm to the patient. The negative result was reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
The customer provided incomplete data which could not be reviewed. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information provided and the investigation performed there is no indication the product is not functioning as intended. No product problem related to the customer allegation was identified. (B)(4).